Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001825034 - 2017 - 09709. 0001825034 - 2017 - 09710. Concomitant products: femoral stem, unknown part/lot, unknown taper, unknown part/lot, femoral head, unknown part/lot. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient is experiencing pain and limited range of motion and is being considered for revision. X-rays show loosening of the cup and bone deterioration. No further information has been made available at this time.

Manufacturer narrative:
Concomitant medical products: us157858 name: m2a-magnum pf cup 58odx52id,lot: 561020, part: 139268 name" m2a-magnum 52-60mm tpr ins std lot: 220840.

Event description:
It was reported that a patient underwent hip revision due to pain. It was noted that there were signs of radiolucency on the shell and the patient had a history of having limited range of motion.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided revision op notes. Revision op notes confirm painful metal on metal hip revision. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.